Event description:
It was reported that the customer received a button error alarm on her insulin pump. The patient's blood glucose was at 73 mg/dl. She was advised to discontinue using the pump and to revert to a back-up plan. Nothing further was reported.